Event description:
It was reported that patient received her stimulator on the (B)(6). After a couple of days, she felt better and was able to function rather well. Around (B)(6), the egresses in which the scopes and wires were inserted, the skin began to pull and was experiencing excruciating pain at insert site. The patient was unable to bend down it became difficult to sit and roll over to a comfortable position in bed. The patient had been taking naproxen 800mg for the pain since then. The patient was also having problems with the dressings that were beginning to itch terribly. The patient asked a neighbor who was a nurse and her husband an internist, if she could remove the almost ten-day bandages and replace them, which she gladly did. It was indicated that the nurse commented that there was a bad odor coming from the old bandages and that the wounds were prurient. It was recommended that patient clean them with a gentle saline solution and return to the nurse on the day of the report, so she could check them. The patient was scheduled for phase ii of the surgery on (B)(6). The patient question the aforementioned problems signs of infection and would like to know if she could call the health care provider who performed that surgery or just show up for the scheduled surgery. It was later reported the patient was not concerned with the type of treatment they received from their device. It was stated instead the patient was worried they did not have enough time with their device since a staph infection in their surgical incision precluded their phase two surgery. It was later reported the patient was still having concerns regarding their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had perioperative antibiotic was administered. The patient did not have meningitis. The patient experienced pain, redness, drainage, fever and swelling. It was indicated that the location of the symptom was at the device pocket. Cultured was obtained at the device pocket site and the staph aureus was the organism found. The patient was treated with oral anti biotic. The total device system was explanted .the patient outcome was reported resolved from the infection.